Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation findings, investigation conclusion).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) displayed a system temperature overload warning. No patient harm and injury reported.

Manufacturer narrative:
Due to character limit in block e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. A getinge field service engineer visited the site and cleaned the dust from filter, vacuum inlet, and the unit restore to normal. The device has passed all factory-specified performance and safety test indicators. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.